Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) defibrillation impedance steady at 65 ohms through (B)(6) 2016, rises out of range (> 200 ohms) starting (B)(6) 2016. Alert for out of range subthreshold lead impedance on (B)(6) 2016 and (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead alert triggered for high superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.